Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The incident device pump ((B)(4)_ was returned to heartware for evaluation. On (B)(6) 2014 it was reported that the patient expired; autopsy was performed. The pump (B)(4) was not explanted and therefore will not be returned to the manufacturer for evaluation. It was reported that the patient experienced renal failure postoperatively which progressed toward multi-organ failure and the increased need for vasopressor support. The treating surgeon stated that "there was no device malfunction"; the official cause of death was listed as multi-organ failure. A review of the controller log files associated with the event associated with pump (B)(4) did not confirm the reported increase in power up to 25 watts. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.95 watts. Moreover, DHR review, visual examination, and dimensional verification did not identify anomalies or discrepancies that may have caused or contributed to the reported event. Independent pathological report demonstrates no evidence of thrombus within the pump and no indication of abnormal wear of the impeller or on the pump housing surfaces. No gross or histopathological findings appear to correlate with pump functionality. Based on the event description, there is evidence to suggest that the returned pump was not used in accordance to the IFU. The reported event indicates that the patient was not placed on cardiopulmonary bypass as directed in the IFU. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass (cpb). This deviation may have contributed to the reported incident; however, it cannot be conclusively determined. Taking into consideration the investigation conducted and (B)(4), the most probable root cause has been attributed to "use error". It is likely that user failed to properly de-air the pump, thus causing perceivable vibration, low flow, power increase, and heat generation while attempting to start the pump. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information related to details: on (B)(6) 2014 it was reported that the patient expired. The patient remained in the hospital after the implant procedure until her date of death. The patient's family has declined permission for an autopsy. The pump was not explanted and therefore will not be returned to the manufacturer for evaluation. (B)(4).

Event description:
During primary hvad implantation ,the initial pump was unable to provide adequate flow and a replacement pump was implanted. The doctor performed this implant as an "off-pump procedure". After the sewing ring was implanted and apical core was removed but before performing the visual and physical inspection, the patient "flat lined". The pump was connected and after successful reanimation the pump was started but failed to increase to the set speed or provide adequate flow. The doctor reported "vibration and increasing heat from the pump". The pump was stopped immediately and visually examined for correct position and functionality. Additional attempts were made to start the pump without success. The patient was started on ECMO. The pump was replaced and the procedure completed. At last report, the patient was stable and recovering. The device will be returned to heartware for evaluation. Investigation is ongoing.